Manufacturer narrative:
Internal report #(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: strip issue. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID (B)(4).

Event description:
Customer complains of lo results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 95-105mg/dl fasting. Verified the strips expired 10/16/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained lo and 235mg/dl not fasting. Reviewed meter memory the 196mg/dl (B)(6) 2015 06:39:00 pm fasting:yes, lo (B)(6) 2015 06:35:00 pm fasting:yes, the 339mg/dl (B)(6) 2015 08:19:00 pm fasting:yes, the 174mg/dl (B)(6) 2015 07:52:00 pm fasting:yes, the 148mg/dl (B)(6) 2015 08:36:00 pm fasting:yes, memory concerns:lo. Customer called complaining her meter has been producing very erratic results, sometimes very high and sometimes very low, compared to her normal range of 90-105mg/dl and customer has not felt any symptoms of high or low glucose levels. Upon troubleshooting device, lo reading was found in meter's memory. Customer states her physician had ordered her to take steroids but she states this is nothing new. Results in meter's memory do not have correct date set up.